Manufacturer narrative:
Additional narrative: additional product code: nkb, mni, kwq, kwp. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, patient underwent a hardware removal due to broken rods. The patient had bilateral broken rods and had to have them replaced. It was found when the patient came to the doctor's office for the post-op follow up. This report is for one (1) 5.5mm ti hard precontoured rod 80mm straight length/400mm. This is report 2 of 2 for complaint (B)(4).